Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Integra received a report on 17jan20178, a1059 mayfield modified skull clamp caused a patient slip. It was unknown if there was any patient injury, any revisions or any medical interventions done. Additional information was already requested.

Manufacturer narrative:
Investigation completed on 23 feb 2018. Cannot perform device history record (DHR) review at this time since no serial number or lot number have been provided. Root cause is not determined at this time because the product has not been returned for evaluation.